Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colorectal procedure, first firing was fine (no buttress material used). On second firing the reload loaded fine, the surgeon went through the firing sequence without an issue, however, the knife blade did not deploy and only a few staples formed. The patient was fine; they opened up another device which worked fine. The condition of the patient immediately after the procedure was stable. The procedure was prolonged ten minutes.